Event description:
The facility reported a colleague infusion pump with "screen damage". It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with "screen damage" was not confirmed nor reproduced during product evaluation. Due to customer denial of the cost of repair estimate, no repairs were made to this pump and it was returned un-repaired to the customer. Therefore, no assignable cause can be provided and no repair was necessary for the reported condition.

Manufacturer narrative:
(B)(4). Additional information: a service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4). Should additional information be received, a follow-up medwatch will be submitted.